Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 MDR's filed for the same patient (reference 1825034-2016-03753 / 03754 / 03755 / 03756 / 03772).

Event description:
It was reported that patient underwent a right total hip revision approximately 8 years post-implantation due to pain, locking ring fracture, liner disassociation, and dislocation. During the revision, a deformed liner and wear of the locking ring slot on the cup were noted.